Event description:
During first interrogation after implant, the device was in backup mode, the device started the reinitialization process but an error message was displayed after every attempt. The error was always the same communication error

Manufacturer narrative:
Device received for analysis. Explant date is currently unknown. The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message was displayed on the programmer indicating invalid memory content. This observation was confirmed by an analysis of the memory content. In general, the pacemaker is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected automatically, by design the pacemaker will activate the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. Next, the pacemaker was re-initialized and subsequently the memory content of the device was reviewed. Thereby, recurrent invalid memory content was found, leading again to the automatic activation of the safety backup mode. During the further course of the analysis, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. Subsequent thorough investigations of the electronic module revealed a damaged integrated circuit resulting in the clinical observation. In summary, the clinical observation was confirmed, the device was found being in the safety backup mode. A device analysis revealed a damage of an integrated circuit.